Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were confirmed by cgm on (B)(6) 2017. There was one bolus requests made on (B)(6) 2017. Low bg levels occurred during the early morning hours and the afternoon hours. The early morning hours are when basal rate settings are at their highest. There were no erratic basal rate adjustments. There were no obvious bolus requests that would cause bg levels to drop. Customer stated that she is a brittle diabetic basal rate settings may need to be adjusted in the morning hours to compensate for the customers insulin needs. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (52 mg/dl). The cause for the reported low bg levels is unknown. Reportedly, the customer will eat food to address low bg levels.